Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the ventilator alarmed with tf5507.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. It was alleged that tf 5507 error occurred on the ventilator and the mixing valve had already been replaced. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. To address the issue, a sensor board was shipped to the customer. No log files were provided for analysis, and no feedback was received confirming whether the replacement resolved the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the sensor board, as no further issues have been reported.

Event description:
Hamilton medical ag received the following event description: the ventialtor alarmed with tf5507.